Event description:
Caller states 8 year old patient tested 2.8 inr on the coaguchek s system while a professional coaguchek xs system returned as 5.2 inr. No treatment information provided. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 550 mg/dl and 110 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.